Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went swimming with the pump. After being submerged for approximately one minute a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level due to the malfunction alarm. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received. The customer also reported experiencing a low blood glucose (bg) level of 65 (mg/dl). The customer consumed sugar tablets to correct low bg. The customer stated that they exercised more than usual and did not believe the pump to be the issue. System check with tandem technical support could not be performed due to the malfunction alarm that occurred prior to the call.

Manufacturer narrative:
(B)(4).